Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump repeatedly displayed an ¿air in line¿ alarm during cytarabine infusion. The user removed the cassette multiple times and noted a small air bubble that was difficult to disperse. The cassette was reattached and the infusion restarted; however, the alarm persisted. The patient stated that a similar issue had occurred previously with a different pump. The user was advised to power the pump off, close the clamp, and contact the provider. There was a patient involvement but no harm.